Event description:
The father reported via phone call that the customer experienced low blood glucose. The father reported the customer's blood glucose has declined to 30 mg/dl. The father reported another low blood glucose event where the customer's blood glucose was 50 mg/dl. It was also found the insulin pump was burnt at the bottom right corner. Customer's blood glucose was 153 mg/dl at the time of the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.